Manufacturer narrative:
Product investigation summary: the returned adjustable cervical distractor-left (part 396.395 / lot t948947) is used in syncage, cervios and cervios chronos, and anterior cervical fusion procedures. The distractor is used to restore disc height and provide sufficient access to the intervertebral space. The returned distractor was received with its translatory strut broken off at the joint. The distractor had minor scratches and superficial marks indicative of over five years of use. The returned adjustable cervical distractor-left was manufactured in august, 2010. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The complaint description stated that the complaint condition was noticed during inspection of a set and the returned distractor did not break during a procedure. Due to the lack of provided information, it is not possible to determine a definitive root cause for the complaint condition. The returned distractor is over five (5) years old and it is possible that its translatory strut broke off due to excessive stress and wear, which likely caused the fracture seen on the returned instrument. The distractor offers the surgeon flexibility to adapt to unusual angles and it is possible that the cumulative effect of excessive off-axis loads could have caused the arm of the translatory strut, which pins to the joint, to fracture the way that it did. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. A service and repair history record review was attempted for the subject device. The review could not be completed because the device is a lot-controlled item. The manufacture date of this item is aug 3, 2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was also performed for the subject device. The customer reported that the distraction pin tube broke off. The repair technician reported the arm and hinge were broken. ¿hinge broken¿ is the reason for repair. The item is not repairable and the cause of the issue is unknown. The evaluation was confirmed. The device will be forwarded to the synthes complaint handling unit for additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that t the distraction pin tube was discovered to be broken off during a routine inspection of the set. It is unknown when the device was broken; however, there was no patient or surgical involvement. This report is 1 of 1 for (B)(4).